Event description:
It was reported that an asymptomatic patient presented in clinic for device change out due to normal eri. Externalized conductors were observed. Lead was capped and replaced. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.